Event description:
Caller reported a false negative urine hcg test x2. Planned parenthood did a hcg test at their clinic and it was positive; sent to customer's clinic where they got a negative result x2; serum quant was 35 miu/ml.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control, lot: hcg081008-01; 25miu/ml hcg urine control, lot: hcg090107-03; 255.3iu/ml hcg urine control, lot: hcg090526-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 255.3iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required at this time as no product deficiency was established.